Event description:
Patient returned device without explanation. When contacted, the patient stated she was having piston rod problems, but did not remember exactly what was happening. No physiological effect was reported.